Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 15mg/ml at 5mg/day via an implantable pump. The indications for use were non-malignant pain. On (B)(6) 2020 it was reported that the motor stalled. The motor stall occurred wednesday and thursday of last week. The patient was seen by the office on friday (B)(6) 2020. The patient scheduled for surgery, today, monday (B)(6) 2020. There were no environmental, external or patient factors that may have led or contributed to the issue. There were no diagnostics or troubleshooting performed. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.